Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
The surgeon removed a metal ring, that was broken into two pieces, from a constrained insert. The constrained insert still function properly throughout range of motion and so the surgeon left the construct alone and closed the patient.

Manufacturer narrative:
Event regarding crack/fracture involving an acetabular insert was reported. The event was confirmed. Method & results: -device evaluation and results: material analysis was performed and concluded that, "the metal ring fractured in fatigue at two locations. The fractures initiated on the medial distal edge and propagated proximally and laterally. There was no evidence of manufacturing or material defects on the device features evaluated." -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the material analysis report confirmed the event concluding, "the metal ring fractured in fatigue at two locations. The fractures initiated on the medial distal edge and propagated proximally and laterally. There was no evidence of manufacturing or material defects on the device features evaluated." No further investigation for this event is possible at this time.

Event description:
The surgeon removed a metal ring, that was broken into two pieces, from a constrained insert. The constrained insert still function properly throughout range of motion and so the surgeon left the construct alone and closed the patient.